Manufacturer narrative:
The device was received for investigation. Visual inspection confirmed that the balloon was ruptured. Based on the nature of the device and its clinical use, the reported issue is recognized as a known complication. It is possible that procedural factors and/or anatomical conditions, such as vessel calcification or plaque, may have caused or contributed to the balloon rupture. The instructions for use (IFU) include the following warning regarding potential complications associated with catheterization procedures: "in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure." Due to the increased rate of occurrence of this issue, CAPA 2024-007 was previously implemented to document further investigation of this failure mode. A lot history review was conducted, and no discrepancies were identified in the manufacturing or packaging processes that could be associated with this event. All quality control tests were completed successfully, and the lot met all specifications for release.

Event description:
After the package was opened, the balloon ruptured during thrombus removal (ruptured upon initial inflation). A replacement device was used, and the procedure was successfully completed. There was no injury to the patient.